Event description:
Customer returned the product to the dealer because the customer found a unit from same lot with leak of blood just over the clamp. The customer believes that it must be a micropore. No other information provided.